Manufacturer narrative:
Product ID: 8590-1, lot# n302101, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
It was reported the patient had relocated and the hcp that he had lined up to do the patient¿s next refill called the day of the report stating they were having difficulties getting the proper drug for the pump. The patient indicated they were having ¿issues¿ with (B)(6). The patient¿s pump alarm was set to alarm on (B)(6) 2013 or (B)(6) 2013 but the patient couldn¿t remember. The patient had not heard his pump alarm yet. The patient also stated it might take too long to get a new hcp lined up. The patient had been working with this hcp since (B)(6) 2013 which was the first time the patient saw him. The patient is usually on oral medications as well but hasn¿t been able to find a pain management hcp in his new location, so currently doesn¿t have oral meds. The pump was used to deliver dilaudid, bupivacaine and clonidine. Additional information later reported the patient stated his pump shut down around saturday, (B)(6) because they hadn¿t gotten the medication to fill the pump. The patient¿s pump was completely empty. The pump started alarming saturday afternoon, the alarm going off every hour to hour and a half. The patient thought it was a single toned beep. The patient also stated that his right thigh, just below the pump was burning and the patient stated this started ¿about sunday¿. The patient stated he didn¿t see anything on the outside of his thigh, the burning was on the inside and the patient was questioning if the pump could leak. The patient also indicated he was getting bounced around so currently did not have a follow up hcp. Additional information later reported the patient was wondering how it could be turned off. It was reviewed the patient should see the managing hcp to take care of the alarm. The patient also stated they were planning on taking out the pump and putting in a neurostimulator device. Per the patient they couldn¿t put his medications in the pump because they were compounded so they are taking the pump out. The patient also complained of pain around pump site and indicated that it began about 2 weeks ago and had steadily been getting worse. The patient was seeing his hcp on the (B)(6). Additional information later reported the pump was alarming because they did not refill it. They decided not to use it anymore because they could not find anyone to compound the medication at all. The hcp sent the patient to a pain management doctor and the patient was on oral medications, the same as what is in the pump until they can explant the pump and put in a scs. The patient has a psych evaluation on (B)(6) and they will explant the device and implant an scs sometime in (B)(6) 2014 so long as everything works out and there are no insurance or psych issues. Per the hcp as far as they know the pump is off. It was unclear if the hcp had called the manufacturer for a pump off code but per the hcp¿s office it is not in use anyways and they are removing it. The patient was doing well with the oral medication regiment and no issues have been reported. Per the hcp the patient never mentioned the burning in the right thigh to them.

Event description:
Additional information received reported that the morphine pump was removed because when the patient moved back to pennsylvania (pa), they were told that pain pump were illegal. The patient was implanted with a neurostimulator and the pump was removed. There was no allegations regarding the pump. It was noted that the pump worked well for the patient. The healthcare provider claimed they were no longer allowed to install or take are of morphine pumps.